Manufacturer narrative:
As the outcome of this defect, the pt may not be adequately treated, or may have too much drug prescribed. The defect exists only in a limited clinical release and there are only two affected sites, a field corrective action or field safety notice will not be issued. Both affected sites below have been notified and are scheduled for the upgrade to the fixed version 2.50.05d7. Affected sites: (B)(6).

Event description:
It was reported that the prescription "frequency" field is changed to "daily" in the two scenarios below: changing an existing favorite. Assigning favorite to a pt. There was no pt involved at the time of the event. No further info was reported.